Event description:
It was reported that during a transcatheter valve-in-valve procedure to revise a 29 millimeter (mm) non-medtronic transcatheter valve with a medtronic transcatheter valve, a cerebral embolic protection (cep) was placed. Pre-dilatation of the non-medtronic valve was performed with an 18 mm non-medtronic balloon. During the implant procedure of the valve, ventricular fibrillation occurred during rapid pacing testing. This occurred even after defibrillation and the patient remained unstable. Cardiopulmonary resuscitation (CPR) was started with intravenous epinephrine administered which stabilized the patient. However repeated episodes of circulatory arrest occurred during the valve-in-valve revision procedure. The pre-existing valve baseline simultaneous invasive peak and mean pressure gradients measured 27 and 21, respectively. The left ventricular end diastolic pressure (lvedp) measured 17. The blood pressure measured 78/42 mmhg. Slow atrial fibrillation/atrial flutter also reported. The delivery catheter system (dcs) repositioned the 29 mm medtronic valve one time and the medtronic valve was successfully positioned to the proper anatomical position and implanted inflow to inflow. Two post dilations were performed with a 24 mm semi-compliant and non-compliant non-medtronic balloon with mild residual aortic regurgitation. Following this valve implant the simultaneous invasive peak and mean pressure gradients measured 4 and 5, respectively. After the completion of the medtronic valve implant, hemodynamically stability was achieved. The intubated patient was transferred to the intensive care unit. The patient was extubated 2 days later. The event prolonged the hospitalization. A semi-permanent pacemaker was implanted the same day. As reported the event was probably related to the valve implant/revision procedure and the medtronic valve. The event was reported as unresolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 unknown lot; product type: 0195-heart valves; implant date n/a; explant date n/a continuation of d10: product ID l-evoltfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.